Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type lead; product ID neu_ptm_prog, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had a second device placed because she had ¿all kinds of problems¿ and she needed more leads placed. The first one was taken out as she needed more leads. The caller was the patient¿s mother and the information was from ¿years ago.¿ the patient was doing very well with her stimulator. It was working great. The caller denied providing additional information. Additional information was requested. If received, a follow-up report will be submitted.